Event description:
Customer received questionable results for two patients, results for one patient were erroneous. Initial co2 result 39.1 mmol/l, repeated on same sample gave 27.3 mmol/l, repeated a second time gave 27.7 mmol/l and same sample repeated in a micro cup gave 27.0 mmol/l. All results generated from same the analyzer. Results that the customer considered as erroneous were not reported. No adverse events were reported. Co2 reagent lot was 623505-01. The field service representative was unable to determine a cause or duplicate the error. Performance tests were performed and as a preventative measure, he replaced the pcb transfer head module. All qc was run and in range.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.